Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 13493183 / 13626135.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device components were not return as it was discarded by the facility.